Event description:
A doctor¿s office reported that a patient experienced a burn on the left side of their face during a thermage cpt face treatment. After 800 pulses the laser tech noted a burn on the left side of the patient face. The treatment was conducted at power levels 3.5-4.0, a full bottle of coupling fluid was used, and no error codes occurred during treatment. The treatment tip was inspected prior to use, as well as every 200 pulses during treatment with no abnormalities noted. The patient was administered tylenol prior to treatment. The burn was treated with polysporin and ice. Current patient status is noted as healing. Additional information has been requested but not yet received.

Manufacturer narrative:
The treatment tip has been requested but not yet received for evaluation. A review of the device manufacturing record is underway. Based on all available information no conclusion is drawn and no cause can be established.

Manufacturer narrative:
Correction on d4 serial #: originally reported as (B)(6). Corrected to (B)(6). Service was unable to confirm the failure mode. Based on the available information, burns are a known possible patient reaction to thermage cpt treatment. A review of manufacturing records showed all requirements were met. No datacard log returned for evaluation, customer reported no system errors or anything out of the ordinary occurred during treatment. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The treatment tip was returned and evaluation was completed. The tip passed flow, leak, and thermistor tests. The tip failed visual inspection; a small dent was observed across the tip surface. No dielectric breakdown was observed. Functional testing was performed with no issues noted. A review of the device manufacturing record is underway. Based on all available information no conclusion is drawn and no cause can be established.